Event description:
The valve was leading badly when flushed. Hep sal was injected until the device had been flushed and the hep came out groove at the proximal end of the sheath. The implanted stent did remain inside the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Based on the information provided, the device leaked very badly when flushing prior to contact with the patient. The return device was evaluated on (B)(4) 2014. The iris valve was functional. There were no tears in the webbing. The valve was leak tested with the syringe and tap water. The valve leaked with a dilator through the valve. There was no leakage without a dilator through the valve. The valve was then disassembled. Nothing of note was observed. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. Captor valve assemblies are 100 percent quality control inspected. The work order was reviewed, and nothing of note was observed. A CAPA has previously been implemented to address z-trak valve leakage. This device was manufactured after implementation of the CAPA. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.